Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): the consumer reported a shocking sensation in her abdomen, body in 2015. After it happened, she met with someone at the doctor&#62688;office. When she got home, she did not feel the stimulation any longer but it hurt on one side of the vagina. It was also noted that she had some tests done for an unrelated issue so she turned off her implant. When she went to turn it back on, the settings did not seem like they were the same so she turned the implantable neurostimulator (ins) off. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.